Manufacturer narrative:
Device is combination product. Returned product consisted of an eluvia partial device consisting of 24.5cm length of the mid-shaft and outer sheath with a partial deployed stent. The outer sheath, and the mid-shaft were inspected for damage. The complete device was not returned, only a partial section of the shaft. The length was approximately 24.5cm long. The outer sheath showed extreme buckling from the distal end of the outer sheath to 13cm proximal. The stent was partially deployed approximately 1.5cm from the markerband and fractured. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Reportable based on analysis approved on 09 august 2017. It was reported that the stent became "faulty." A 6x150 75cm eluvia¿ stent was selected to be used in a calcified lesion in the superficial femoral artery. During an unspecified time in the procedure, the stent became "faulty". No patient complications were reported. However, device analysis revealed the stent was partially deployed and fractured and the shaft was detached. This product is only ous approved but it is similar to an approved us device.